Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. There are multiple issues that may result in a change in operative strategy (e.g. Change from right thoracotomy to sternotomy or from port-access to sternotomy). In this there was a change in sternotomy due to unknown reasons. There was no known device malfunction or issue. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 23mm aortic valve was implanted and the patient was not doing well. On pod #1 it was clarified with ew rep that the patient is indeed alive but patient's condition deteriorated. There is no indication of malfunction or issue with the 23mm aortic valve. It was unknown what occurred during the procedure but it is known it was mini avr right thoracotomy approach that required a change in operative strategy to open sternotomy. It was learned via online obituary search the (B)(6)-year-old female patient expired on post-operative day two due to unknown reasons.